Event description:
The reporter stated the surgeon inserted a micl13.7mm implantable collamer lens on (B) (6) 2009. Lens was damaged during insertion. Lens was removed. No patient injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a work order search was performed and one similar complaint found. Conclusions: based on the complaint history, work order search a specific root cause of the event could not be determined. It should be noted that the lens, injector cartridge and foam tip plunger have not been returned for evaluation. (B) (4).